Event description:
In 2007, the lay patient's daughter contacted lifescan (lfs), alleging that the patient's one touch ultra had dirt inside the display, which was documented separately. While speaking with the lfs customer care advocate (cca), the daughter also alleged that the one touch ultra meter read inaccurately low. The patient said, she was using the reported meter while she stayed in a foreign country "about 8 months ago." The patient said, she was taking 15 units of insulin (type unknown) each am and evening. She said she felt sleepy, tired, and had a dry mouth for about 3 months. She did not recall readings obtained on the reported meter throughout the 3 month period. She remembered obtaining several readings in the 100s one day, when she started to feel worse with the same symptoms. She went to the hospital where a result of 500 mg/dl was obtained on the hospital device. She was admitted to the hospital for 2 days and treated with IV insulin. After discharge, her insulin dosage was increased. The cca confirmed that the patient followed correct testing technique. The patient and daughter were unable to verify the meter's unit of measurement setting. The meter was replaced. The complaint is reported because the patient alleges obtaining readings in the (normal range) that did not correlate with her symptoms that suggested hyperglycemia and an elevated reading in a hospital. The patient claims she was hospitalized for 2 days and treated with IV insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.